Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular lead was stimulating the phrenic nerve and the device was reprogrammed to not pace the left ventricle at a previous time. During a routine device replacement, the thresholds of a second previously capped left ventricular lead were tested and found to be acceptable. This lead was connected to the device. The lead that had been stimulating the phrenic nerve was capped. The device is currently programmed not to pace the left ventricle. However, the physician wanted to have the option of pacing the left ventricle should the need arise. No patient complications were reported as a result of this event.